Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the package was opened it did not tear correctly and the contents were deemed to be no longer sterile. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Investigation summary: review of the receiving inspection report for 00111314001, lot number 85164546, identified no relevant deviations or anomalies. Product examination found that the sterile packaging was torn instead of peeling properly, creating a potential issue with sterility. This complaint is confirmed. A complaint history review could not be performed as zimmer biomet does not have an rmf file for this complaint. The rmf information provided by heraeus is the following; "risk management assessment: error: accidental breakage of ampoule consequence: lacerations, inhalation of monomer vapor, skin contact with monomer liquid, fire, glass splinters in bone cement severity: 3, on a risk assessment matrix from unlikely (1) to error can occur almost always (4) detection: quite certain (1), on a risk assessment matrix from quite certain (1) to error occurs almost impossible (4) risk priority number (rpn): 3, risk is controllable" the root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.